Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013; 4398 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with symptoms of chest pain, dizziness, vomiting, and diarrhea. The patient was diagnosed with a right ventricular (rv) lead perforation with pericardial effusion and cardiac tamponade. Pericardiocentesis was performed. The patient then developed deep vein thrombosis and was administered coumadin. The lead was repositioned and it remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.